Event description:
It was reported that the customer received excessive no delivery alarms. Customer's blood glucose level at the time 23.8mmol/l. Unable to troubleshoot. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The pump gave a motor error alarm during the rewind due to a corroded motor home switch. Unable to perform the displacement test and verify the no delivery alarm due to the motor error alarm. The pump also had a cracked display window, broken battery tube threads, a broken belt clip slot, a broken reservoir tube lip, and a missing reservoir tube o-ring.